Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 02 march 2018: rod fracture in lumbar spine stabilization with pedicle screws. According to report, the patient probably suffered a traumatic event that caused fracture of l5 and a reoperation. A couple of months later, the longitudinal rod was found broken and replaced. From the information available, no fusion took place between l4 and l5. In absence of fusion, the temporary stabilization devices may fail because they cannot be dimensioned for long-term performance if unsupported by bony structures. The available documentation does not allow further conclusions to be drawn. Batch review performed on 16 march 2018: lot 144733: 200 items manufactured and released on 18 november 2014; expiration date: 2019-10-23. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
Revision surgery performed due to pain probably caused by a rod breakage 1 year and 2 months after primary. The surgeon revised 2 rods and 6 screws. He re-implanted at l2-pelivis. The patient had a primary on 8 (B)(6) 2016. On (B)(6) 2016 the patient fractured at l5, and was having pain and weakness, surgeon removed one interbody one 7x45 pedicle screw and two rods. (MDR 2016-00754). On (B)(6) 2018 the patient came in complaining of pain. The cause of pain was not determined.